Event description:
It was reported that a broken secondary set drip chamber c60 was found before use. The following information was provided by the initial reporter, "upon opening the packaging, it was found that the connector part of the secondary set tubing was dislocated from the spike. The pharmacy assistant are using the product and there¿s not physical harm to the user."

Manufacturer narrative:
H.6. Investigation summary : two photos and one sample were provided to our quality team for investigation. The final product for lot 380449 is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the product for evaluation. Upon visually inspecting the sample that was received, the connector was verified to be separated from the spike and it was determined there was no bonding glue in the joint. A device history review was performed and found no non-conformances associated with this issue during the production of lot 380449. Based on the quality team's investigation, it was determined this incident was likely related to the operator not properly following the gluing process. Manufacturing personnel have been notified of this incident and retaining was performed on how to properly complete this action. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends h3 other text : see section h.10.

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken secondary set drip chamber c60 was found before use. The following information was provided by the initial reporter. "Upon opening the packaging, it was found that the connector part of the secondary set tubing was dislocated from the spike. The pharmacy assistant are using the product and there¿s not physical harm to the user."